Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that post procedure it was observed that the electric pen drive device would run on its own, and was put through the wash. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.